Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction; sections d4 and h3 were inadvertently not provided in follow up no.1; therefore, those sections have been updated. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 29jul2019. The procedure being performed was an angiogram of the right femoral artery. The patient was stable following the procedure.

Manufacturer narrative:
A2. Patient age- reported to be over 50 years. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in the full rear lock position. The arteriotomy locator was also returned. Visual inspection revealed no anomalies on the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. The anchor, collagen and a small portion of the tamper tube and carrier tube can be seen at the distal tip of the hemostasis sheath. The distal tip of the hemostasis sheath appeared to be cut manually with a sharp object. No other visual anomalies were noted with the device. Upon microscopic inspection, a small portion of the collagen was exposed to blood like substance suggesting that it did not exit the sheath while in patient's body. There were no anomalies noted with the anchor. Functional testing was not possible due to the mutilated state of the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor tried to deploy the angio-seal device, and the foot plate would not deploy it turned perpendicular after trying to set it with the device. He tried several times to get the foot plate to deploy properly and was unsuccessful. He removed the 6fr device and used a new one without issues. The procedure outcome was successful.